Event description:
The implanted rods broke within a two years of implantation and we asked the surgeon, the hospital and medtronic to provide the serial number(s) and lot number(s) of the rods to see if perhaps the rods were defective or been recalled. As you can see from intraoperative nursing notes the details of the rods is left blank but all other information is provided in the document. The date of the surgery was (B)(6) 2020 and performed by (B)(6). Ref reports: mw5162633, mw5162634, mw5162635.